Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.

Event description:
Surgeon noticed that the rod holder was bent. He attempted to use the instrument and it broke. Another rod holder was used to complete the surgery. Less than 10 minutes was added to surgery time.